Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of ventricular capture was noted on an electrocardiogram. The implantable pulse generator (ipg) was explanted and replaced. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.